Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump alarmed for air in line however when the clinician opened the pump module fluid was noted to be leaking from the pumping segment of the tubing. There was no patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the IV pump was alarming with an "air-in-line" error alarm. After attempting to restart the module,the error alarmed again. Upon opening of the IV cartridge, large amounts of IV fluid were free flowing out of an opening in the defective IV line."

Manufacturer narrative:
Additional medwatch information received.

Manufacturer narrative:
The customer¿s report of the set leaking from the pumping segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.1486 inches long. Examination under magnification showed a crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.